Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dents and scratches on the outer tube. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure, as expected or random component failure without any design or manufacturing issue due to stress problem identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the subject device exhibited multiple vertical lines across the image with color distortion. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is cause traced to environment. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.